Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device reportedly had infection with sepsis. Additional information obtained from the field which indicated that an incision revision was done. There was no infection noted. The incision had not healed to the liking of the doctor. As of this time, the device remains in service. No additional adverse patient effects were reported.